Event description:
Plaintiff reports initial bilateral implantation 10/20/76. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."